Event description:
"Difficulty suctioning and placing obturator due to collar-like thickening on cannula."

Event description:
"Difficulty suctioning and placing obturator due to collar-like thickening on cannula."